Event description:
It was reported, following a prior catheter revision, the patient presented a second time with a catheter fracture proximal to the splice and anchors. The physician wanted to use a reinforced intraspinal catheter from another manufacturer and connect it to the catheter connector already in place. The plan was to perform the preoperative workup the following day in clinic and possibly do the catheter revision in early 2009. No patient symptoms were reported. Additional information received indicated the patient was to undergo catheter replacement the following month. See also MFR report #: 3004209178-2009-01124.